Manufacturer narrative:
Evaluation was not possible, as the device has not been returned. Due to this fact, we are unable to determine what may have caused the user to experience the reported incident. A review of the device history record was performed which confirmed no inconsistencies. After the evaluation the root cause was determined to be user error. (B)(4).

Event description:
During a knee scope procedure, it was reported that tiny metallic flakes dispersed in the surgical area. The blade was immediately removed and inspected and scoring of the inner metal blade was noted. Additional information received stated that the surgeon was confident they were able to flush out all particles from the surgical area. There were no anatomy, or procedure exceptions; it was a routine procedure. A blade from a different lot was used to complete the procedure. There was no delay in the case. The patient was noted to be fine after the procedure.